Event description:
It was reported, the patient lost stimulation therapy from her scs system approximately a year ago. A system diagnostics revealed all of the patient's scs lead contacts are invalid and reprogramming did not resolve the issue. Follow-up identified the patient's scs lead was explanted and replaced on (B)(6) 2014. In addition, the physician added an additional lead. Effective stimulation therapy was reportedly restored postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.